Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Occupation: initial reporter is a sales representative. PMA/510(k): device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported two broach handles were not catching and a broach stop right was vibrating off the handle during use. The issue occurred during surgery on (B)(6) 2019. The femoral broach was lodged in the femoral canal, with the surgeon unable to remove it. Both broach handles were used, but he couldn't get the broach dislodged. A different instrument was used to get the broach out. Surgery was extended by about fifteen (15) minutes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device was reviewed by bioengineering and a report was received which could not confirm the failure modes as reported. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.